Event description:
Device returned. Inspection findings: the strain relief was damaged and the wires were damaged, but there were no bare exposed wires. All wires were coated with the insulative coating. The applicator was replaced due to it being old and now having parts to repair it. After the applicator was replaced the device was retested and output was out of tolerance so it was calibrated than retested and passed all functional tests.

Event description:
The unit has exposed bare wires. The flex nut on the unit is broken. Rubber coating that insulates wires is cracked but you can't see the actual wire.